Event description:
It was reported that battery was depleted on customer device. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined further follow up with technical support, no troubleshooting steps were documented, and no additional information was received regarding the outcome of the event.